Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasion and lead fracture. (B)(4). (B)(6). No complaint received with return of device. Failure (event) observed during analysis.